Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an ongoing irritation. The patient had previously developed the irritation for which her physician prescribed an anti-fungal cream and the irritation had originally improved. The patient now believed they may have developed a reaction to the cream but could not be sure. The patient's physician again prescribed a anti-fungal cream and antibiotics. Initial follow-up indicated that the irritation was not improved. Subsequent follow up indicated that the irritation improved with the antibiotics.